Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16506. It was reported that the patient's ipg was inoperable. As a result, the physician explanted and replaced the patient's ipg. During the procedure, it was discovered that the patient's lead was fractured, however, the patient has therapy and the lead remains implanted. No further intervention is planned.